Event description:
The patient reported that the during their regular device check, when the antenna was placed on their chest, the device did not register. Follow up information from the clinic provided that the device battery had reached end of life. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.